Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the pump black box showed evidence of multiple replace battery alarms. During testing, the rewind step the pump emitted a cs 078-0008 alarm. The pump was unable to be exercised for 24 hours due to cs 078-0008 alarms. The pump was opened and an open circuit was found on the pump's printed circuit board.